Manufacturer narrative:
H.6 investigation summary bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: underfilled tubes the tubes are underfilled and the lab is returning the samples to ward because of insufficient volume. The results were delayed as they had to take new blood samples.